Manufacturer narrative:
Evaluation: results: visual analysis noted the lead had a severe kink with all wires broken approximately 21 cm from the terminal end. Due to the broken wires, no functional testing could be performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received his scs system, including a percutaneous lead, on (B)(6) 2011. It was reported that diagnostic tests exhibited invalid impedance readings on all lead contacts. The physician explanted and replaced the lead. Effective stimulation coverage was reported postoperative. No further patient issues were reported.